Manufacturer narrative:
Continuation of d10: product ID: 37761, lot# serial# (B)(6), section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). H3: analysis of the 37761 desktop charger (dtc) (serial number (B)(6)) revealed a frayed cord. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's (pt) recharger wasn't powering on and wouldn't charge from the dtc. The patient said that the desk top charger cord was frayed and had been that way for a long time but now the recharger wouldn't take a charge from the dtc even though the green light was coming onto the dtc. Pt also said that when they wiggled the connector pin on the dtc the recharger would come on and start charging. During the call patient checked the recharger port and didn't see any damage. A replacement dtc will be mailed to the patient. The patient called back and reported that they received the new dtc, but they thought it was the wrong part. The patient provided the serial number of the part they received, and it was a dtc. Agent had the patient plug the new dtc into the recharger, and they confirmed the recharger was charging. The issue was resolved. No symptoms were reported.